Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she believed her blood glucose level dropped to around 30 mg/dl to high 40 mg/dl. The customer had issues with the meter. The device was not returned.